Manufacturer narrative:
(B)(4) date sent: 9/26/2016. Batch # unk. Additional information received: the correct product code of the device is pve35a. There was no issue with a pse60a in this case; code reported in error. The surgeon was inspecting the pve35a staple line using pickups and one staple was pulled out of the staple line. This incident was described by the surgeon to another surgeon as a dehiscence after the case.

Event description:
It was reported that during a lung transplant procedure, the surgeon used our pvs 35mm stapler on the pulmonary vein. The staple line was hemostatic and case continued. The surgeon then tried to use the pvs on the pulmonary artery, but wanted a longer staple line, so we switched to the powered echelon 45. The surgeon fired the powered 45mm stapler on the pulmonary artery and bronchus. Both staple lines appeared hemostatic and the procedure continued. Once lung was removed, the surgeon continued to dissect the "hilar' structures and apply clamps around the pa and pv. During the clamping of the pv, the surgeon removed his grasper from the pv and observed that a staple came off from the staple line. Some oozing and bleeding was observed from the staple line, and he proceeded to apply the clamp to the pv. The surgeon felt more comfortable with three rows of staples and agreed to continue to use powered echelon 45 for the length of the staple line and the three rows of staples on each side of the cut line. This case was a redo transplant with heavy adhesions. There were no adverse consequences for the patient.